Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion was not able to be identified during the investigation. The external/internal inspection did not find any issues that may have been a contributing factor for the reported issue. A log review was conducted for the pcu with serial number (B)(6). The suspect pump module (s/n: (B)(6)) was analyzed based on information provided by the facility. It was confirmed that five infusions of drugid 444 were programmed on this device: 10:16:58 am ¿ rate: 27.9999 ml/h; vtbi: 500 ml, 10:18:22 am ¿ rate: 27.9999 ml/h; vtbi: 7 ml, 10:34:33 am ¿ rate: 57 ml/h; vtbi: 28.5 ml, 11:05:44 am ¿ rate: 113 ml/h; vtbi: 55 ml, 11:36:13 am ¿ rate: 125 ml/h; vtbi: 400 ml. The total primary volume infused (pvi) by this pump module was 412.737 ml. Additionally, a second pump module (s/n: (B)(6)), which was not received, was attached to the same pcu. At 2:12:53 pm, an infusion of drugid 393 was programmed with a rate of 125 ml/h and vtbi of 500 ml. The final pvi for this module was 27.491 ml. No errors or failures were observed during any of the infusions. Both pump modules were removed after use timed rate accuracy testing (dir 10000360036) was performed using the suspect device to determine if the system is delivering fluid in specification. The test results measured the actual rate at 154 ml/hr (-3.55% error). The specification for this test is +/- 5% error, per srd-9580 of the alaris system v9.33 prd (dir 10000389719) indicating the device is within specification. Bd alaris system with guardrails suite mx user manual (v12.1) warnings and cautions: do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. Ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service devices were opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported under infusion failure was not able to be identified during the investigation, the returned devices were fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that immune globulin was ordered and programmed via interoperability for the following titratable rates: f 28ml/hr for 30 minutes (total of 14mls) , 57ml/hr for 30 minutes (total of 28.5mls) , 113ml/hr for 30 minutes (total of 56.5mls) , 125ml/hr for 30 minutes (total of 62.5mls), and 176ml/hr for rest of infusion for a total volume to be infused of 500ml. Peripheral IV was placed in left posterior forearm. Customer endorses that alaris device was at the patient's heart level and that the medication bag was hung at least 20 inches above the pump. Customer stares there were no interruptions during infusion. Upon recheck after 4 hours it was noted the medication never infused. There was patient involvement and no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that immune globulin was ordered and programmed via interoperability for the following titratable rates: f 28ml/hr for 30 minutes (total of 14mls), 57ml/hr for 30 minutes (total of 28.5mls), 113ml/hr for 30 minutes (total of 56.5mls), 125ml/hr for 30 minutes (total of 62.5mls), and 176ml/hr for rest of infusion for a total volume to be infused of 500ml. Peripheral IV was placed in left posterior forearm. Customer endorses that alaris device was at the patient's heart level and that the medication bag was hung at least 20 inches above the pump. Customer stares there were no interruptions during infusion. Upon recheck after 4 hours it was noted the medication never infused. There was patient involvement and no harm.